Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is:(B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A healthcare professional reported that the lens was fractured in center upon implantation. The lens was explanted and replace with company lens model on same day. The patient had mild to moderate corneal edema on second postoperative day with a company lens well-centered in the capsular bag. The symptoms were improving and there was no patient harm. Additional information has been requested, yet no new information received.